Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
While performing a peri-acetabular reconstruction, dr. (B)(6) was unable to lock the trident constrained liner into to custom par. He attempted to impact it using proper procedure, however the liner did not lock into the shell. We used a second liner (same product liner, different lot), which was successfully impacted and locked in the shell.

Manufacturer narrative:
An event regarding difficulty locking a trident liner into a par acetabular component was reported. The event was not confirmed. There is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. The event could not be confirmed nor the root cause determined as the reported liner component was not returned. It is noted that the second liner which was used locked into the subject acetabular component successfully and the surgery was completed with no further complications.

Event description:
While performing a peri-acetabular reconstruction, dr. (B)(6) was unable to lock the trident constrained liner into to custom par. He attempted to impact it using proper procedure, however the liner did not lock into the shell. We used a second liner (same product liner, different lot), which was successfully impacted and locked in the shell.